Event description:
The hearing aid (h/a) dispenser reported that the sentry 2 waxguard came unseated from the hearing aid and fell into the user's ear canal. The waxguard was removed without injury to the user's ear.